Event description:
On (B)(6) 2013, the customer reported that "the product was damaged and less resistant." No additional information was provided and no details regarding the level of patient involvement. On (B)(6) 2014, a sample was received and results revealed an air leak in the cuff as a result of a cut in the flat pilot seam.

Manufacturer narrative:
(B)(4). Sample analysis performed on (B)(4) 2014 revealed the following: an inflation/deflation test was performed on the cuff and it was observed after 10 minutes the cuff deflated, the sample was submerged into a container filled with water and it was revealed the air leaked through a cut in the flat pilot seam, the failure mode cut at pilot balloon was confirmed. The confirmed issue has been previously investigated and results have been addressed under a supplier corrective action. Information has been added to the database for trending purposes.